Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and on the same day, dianeal therapies were discontinued (no further detail was provided). At the time of this report, the patient remained hospitalized for the peritonitis. No further information was provided regarding the treatment for the event or the outcome of the peritonitis. No additional information is available.